Event description:
A surgeon reported a pt with residual astigmatism following bilateral intraocular lens (iol) implant surgeries. The iols were reported to have rotated off axis. The pt was reported to have monocular diplopia for the fellow eye. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: root cause has not been identified. Additional info was requested on 12/22/2010 and 01/04/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).